Event description:
Boston scientific received information that this left ventricular (lv) lead was being extracted due to the lead exhibiting a fracture. No adverse patient effects have been reported.

Event description:
Additional information was provided that this lead's clinical observations included pacing not delivered when required and impedance measurements greater than 2,000 ohms.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.